Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification shows extensive screen/electrodes wear with scratch/scuff marks and discoloration on the spacer and cap. The complete tip including spacer, electrodes and screen was returned with the device. The suction line/connector is contaminated with unknown bloddy substances. There are no manufacturing abnormalities visually observed with the returned device. The wand had no functionality and registered an error e-7 when plugged into a known good quantum controller (p/n28168-29); the suction line was tested and was clogged by parts of tissue inside the shaft. A back flush could not clean the line and the suction port is still clogged. After bypassing the error e-7 the device could not produce plasma as intended due to the missing electrodes/screen. The complaint was verified, however the root cause could not be determined with certainty since the device was comprehensively used. Excessive wear of screen/electrodes result from vigorous use against bony surfaces; the wand is supplied sterile, and is for single use only. Do not clean, resterilize, or reuse the wand, as this may damage or compromise the performance resulting in product malfunction, failure, or patient injury. Cleaning, resterilization, or reuse of the wand may also expose the patient to the risk of transmitting infectious diseases or results in irregular wear leading to malfunction.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the end of hip vac wand fell off during surgery. A backup device was available to complete the procedure and no delays were reported.